Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm in 1998. Aneurysm and vessel morphology are unknown. It was reported that a type ii endoleak was detected, but that the patient refused medical intervention. Aneurysm diameter was reported to be 8.8 cm. In 2002, the patient presented to the emergency room with an aneurysm rupture. The device was explanted and discarded by the explanting facility. The explanting physician reports that the stent graft was in good condition. The patient's status is unknown.